Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling three (3) eva tpn bags with solution, white foreign matter was observed inside the solution bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual and microscopic inspection were performed and did not reveal any evidence of particulate matter in the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.